Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 548 mg/dl. Customer had treated their blood glucose with a manual injection. Customer's mother also reported they were unable to remove the battery cap. The customer's insulin pump will be replaced since they were unable to remove the battery cap. No additional information provided.